Event description:
The customer reported that error message 00008 was displayed. Error code 00008 (defib. Failure, unwanted charge) causes the defib failure cycle power message/instruction to be displayed. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that error message 00008 was displayed. Error code 00008 (defib failure, unwanted charge) causes the defib failure cycle power message/instruction to be displayed. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.